Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and confirmed. Two product samples were received for evaluation, decontaminated and without original packaging. Visual and functional testing were performed. The retuned samples were visually inspected under normal conditions of illumination. No defects were observed. The two samples were test for leaks by passing water through; a leak was detected in the bag of 1 sample, but no leaks were found in the other sample. The complaint is confirmed. The root cause analysis of this failure mode will be provided by the supplier as the sample was sent for a complete investigation. Supplier scar (B)(4) was started and is currently under investigation phase.

Event description:
It was reported that when filling the cassette, the medication bag is leaking where the tube is connected. No patient injury was reported.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.